Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the use of the device by the surgeon, the thread pulled off from the needle. Use of another device from another lot to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/14/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional h-3 summary: eight-teen unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Events were submitted via 2210968-2020-01887, 2210968-2020-01888, 2210968-2020-01889 and 2210968-2020-01890.